Event description:
Reporter indicated that it was found that the generator was at unintended settings during initial interrogation at an office visit. The physician reported that at an earlier date the pt's generator was programmed to 1.75ma, but the interrogation at the latest office visit showed the generator to be at 1.0ma. Review of programming history in the manufacturer's database showed that the pt's generator had been programmed to 2.0 ma by the physician at another intermediate date, between the two office visits mentioned by the physician. No final interrogation was performed at that time. A flashcard to download programming history has been sent to the site.